Event description:
A customer performing correlation studies between two different provues noted discrepancies between the results generated by the instruments. On one provue, the gel camera interpreted six samples containing weak antibodies as negative. The visual inspection of the cards showed that there was weak reactivity of 1+. The specific antibody undetected by the provue was not provided. The incident occurred in august and was just reported by the blood bank tech.

Manufacturer narrative:
An ocd field engineer (fe) visited the customer site and performed preventative maintenance, which included checking the entire instrument and performing adjustments of the cameras. The customer tested patient samples and accepted the correlation between the two instruments. Repairs have returned the instrument to expected operation. This customer has not logged any complaints against this analyzer since this incident. Incident is isolated. (B) (4).